Event description:
It was reported the powerseal curved jaw sealer and divider, single action a e0662 "system error code". The issue was found during an unknown therapeutic procedure. The intended procedure was completed with a similar device. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.